Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues with their controller. Patient mentioned they had been having problems for a while but when asked for event date the issue began last night. Patient was charging their implant and all of a sudden, the stimulator turned off on its own and the controller was completely black and blue. Patient noted the stimulator turned on by itself then the screen was frozen and there was a leakage from the remote. Patient's battery pack was leaking acid. A replacement controller and battery pack were sent out. See previous cases for replacements. Patient inquired how many times the battery pack was replaced. Patient also mentioned implant didn't heal properly and patient ended up having an infection and gangrene so they had to do a revision on (B)(6) 2020. See pe# (B)(4) for ins revision issue.